Event description:
Patient had a total left knee replacement at (B)(6) hospital on (B)(6) 2022. Just a few days after she started to experiences problems. The knee was very loose and clicked while walking. She mentioned that the left knee always felt puffy. In (B)(6) 2023 patient had a revision surgery to the left knee. The revision surgery tighten up the knee and minimized the clicks but the stabilization of the knee was not the same. Patient stated that there is a feeling of the knee giving out. Patient was involved in physical therapy and developed a good range of motion but no more stabilization with the exercises they instructed. Reference report#: mw5175049.